Event description:
Reporter alleged blood glucose monitoring device was reading higher and when going to the hospital their meter read 170 mg/dl versus customer's meter of 356 mg/dl. Performed 30 minutes apart. No treatment was reportedly received for blood glucose. It was reported controls were within range and used at the time of alleged event. A request was made for the return of the suspect device and replacement product was sent.